Event description:
It was reported to philips that the system did not turn on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the system did not turn on. Upon functional testing, the fse found no power in the generator and 50a fuse was blown in the m cabinet. The fse replaced the 50a fuse, but issue was not solved, and fuse was blown again. Upon further analysis, the fse determined that the mains interface unit (miu) certeray was defective. To resolve the issue, the fse replaced the mains interface unit (miu) certeray. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.